Event description:
Additional information received indicated that the patient¿s insertable cardiac monitor (icm) displayed an error message. Programming adjustments were attempted to restore the icm, but these efforts were unsuccessful. The patient¿s status remained unknown.

Event description:
It was reported that the patient presented remotely via merlin net. It was discovered that the patient's insertable cardiac monitor (icm) unexpectedly reset. No intervention was performed, and the patient's status was unknown.

Event description:
New information received noted that the patient condition was stable throughout the procedure.

Event description:
New information received notes that the patient presented in clinic with the insertable cardiac monitor (icm) was still not restored and failed to be interrogated via bluetooth telemetry. Icm restoration was attempted again but failed. The icm was explanted and replaced. Patient condition was unknown.